Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The condition, constantly alarming for downstream occlusion, was reproduced and confirmed through eval. This was determined to be caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had constant downstream occlusion alarms. There was no pt involvement.